Event description:
The target lesion was located in the left anterior descending (lad) and was tortuous and calcified. During the coronary stenting procedure, there was balloon deployment difficulty. The stent could not be expanded over 18 atm. The physician changed to another stent to complete the procedure. There was no patient injury.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.